Event description:
It was reported that a motor stall and motor stall recovery had been recorded in the event logs. The patient had heard the pump alarming earlier in the week and had a return of underlying symptoms. The motor stall had occurred on the event date at 22:13 and recovered on (B)(6) 2013 at 4:26. There had been no mris or unusual exposure to electromagnetic interference (emi). It was reported that the patient had reported that since the pump had recovered things had been back to normal. The patient had then later stated she was having a ¿little more¿ pain than normal. The reporter planned to present the information to the health care provider (hcp) and see if they were going to replace the pump. The device system was used to deliver bupivacaine and morphine. It was later reported that the cause of the stall remained unknown. It was reported nothing had been done since the initial report in terms of troubleshooting or actions. The patient¿s status was unknown to the reporter. It was reported the patient was scheduled for a replacement on (B)(6) 2014. A hcp note from (B)(6) 2013 was then provided at which time the patient had come in for reprogramming. An uneventful, successful refill was performed and the patient¿s new alarm date was (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11139r63, implanted: (B)(6) 2002, product type catheter. (B)(4)